Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, st segment elevation occurred. The balloon deflated, the st segment elevation recovered, and the case continued. When the inflation began, the st segment elevation occurred again and a coronary angiography (cag) was performed. No air was observed, and medication was administered with resolve without extended hospital stay. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed 8 applications were performed with the balloon catheter without any issue on the date of the event. The physical device was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.